Event description:
The following was reported to hamilton medical ag: summary: unit doesn't switch on.

Manufacturer narrative:
Hamilton medical ag`s conclusion: failure mode description: unit is not switching on. Phase: start-up. Root cause: defective mainboard. Correction: replacement of the mainboard.